Event description:
The customer reported the smartsite broke "at white hub and blue spring" after patient had received ceflaz 1500 mg (15 ml). Smartsite and tubing replaced. No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.